Event description:
It was reported that the patient believed that his condition had worsened due to lack of programming changes at the times that he wanted them. The patient was told by the managing hcp that the pump could only be programmed every 10 days. The patient experienced "leg numbness, no bowel movement and tightness of breath". The patient was unable to walk and lost their job as a result. The patient experienced flareup of "ms", unspecified difficulties with both legs and "my right chest muscle is damaged"; feels his "life is ruined". The reporter described being in pain and frustration with outcome following implant. The patient had a new physician that was working with him closely regarding these issues.

Manufacturer narrative:
.